Event description:
It was reported that the cannula was cracked at the proximal end of the "y". There was no reported adverse event for a patient or information on any intervention taken due to the device issue observed. The cannula in question was not returned for product analysis.

Event description:
Since the product information was not known, a review of the manufacturing records was performed for the cannulas distributed to the hospital where the event occurred. The manufacturing records review did not identify any deviations or non-conformities relevant to the reported issue.